Event description:
The customer reported a system error 2240 (air in line) alarm on the homechoice (hc). This occurred during use, when the patient was connected, in dwell 2. The baxter technical service representative (tsr) explained to the home patient (hp) about the alarm and instructed the hp to setup with new supplies. There were no issues found during troubleshooting which could have caused the reported issue. There was patient involvement, however there was no adverse event indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.